Event description:
It was reported that following a vaginal sling procedure, the patient came in complaining with pelvic pain. Upon examination, the doctor could see the mesh coming through the anterior wall of the vagina. The patient was taken to surgery where the doctor excised the eroded part of the sling 1/2 cm back from the edges of the wound. The current status of the patient was listed as still continent and erosion if fixed. Per the doctor, the patient is difficult and doesn't follow his orders. The patient insisted on self catheterizing herself, and the doctor believes she inserted the catheter through the vaginal incision.

Manufacturer narrative:
No sample was provided for evaluation and no indication was given that the product failed to perform its intended function. Additonally, the product's insert which accompanies each device states in adverse events that: "the implant procedure and the instrumentation associated with the surgical placement of the urethral support system carry an inherent risk of infection and bleeding, as do similar urological procedure." As defined in the adverse events section of the ifc, "complications associated with the proper implantation of the urethral support system may include, but are not limited to: transitory irritation at the operative wound site, which may elicit a foreign body response the leads to inflammation, infection, or erosion of the implant." Baseline report previously filled.